Event description:
Our (B)(4) affiliate is reporting to us that a patient had an acl repair sometime in 2009. Biointrafix and rigidfix were employed for fixation. Post-operatively, it is reported that the patient followed re-habilitation protocol; wearing some type of leg brace for 3 months and then some kind of kneecap protection for the following 3 months, and also to keep weight off of his leg/foot. The patient states that he noted some instability of the subject knee approximately 3 months post-op, and after 6 months, he/she stumbled, which caused the patient to experience a greater degree of instability. The patient underwent an MRI which revealed that the rigidfix pins had broken. The surgeon prescribed the further use of the leg brace to the patient. At this point in time, this is all of the information that has been made available to mitek. Questions out to the affiliate for further detail and clarity.

Manufacturer narrative:
Mitek is, at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.